Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced two infusions set accidentally pulled out during use due to tubing catching on something or pump falling events on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.